Event description:
Implant card was received indicating the patient received a full revision due to high impedance. It was confirmed that the high impedance was seen from a system diagnostics test. Additional information was received that explanted products are not available for return. No additional relevant information has been received to date.